Event description:
It was reported that the device left metal shavings in the pt's knee during an arthroscopy. The knee joint was irrigated until clear of the shavings. There was no apparent pt injury. The device was reported to be discarded. Additional info was requested, but no additional info was provided. A f/u report will be sent if additional info is received.

Manufacturer narrative:
The device was not returned to the MFR for eval but was reported to be discarded by the user facility. The device history record was reviewed and no discrepancies were noted.